Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had unresponsive buttons. The customer's blood glucose value was unknown. Customer reported that when he gets alerts from his pump that he had to clear the alert or press the buttons multiple times before it cleared or had a delayed response post button press. Customer also stated his pump buttons were not as responsive but at this time they are all working just fine. The devices will not be returned for analysis.